Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that on the 3100a ventilator, the max mean airway pressure (map) thumbwheel switch goes past 49cm to 99cm. The customer stated that there was no patient involvement.